Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The clip of the subject device could not be released after the user caught the tissue with the clip. Therefore, the intended procedure was completed with another device. There was no patient injury reported. No further information was provided. This is the report regarding the failure of releasing the clip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. However, the clip was not returned. The hook of the subject device was broken off. The fracture surface of the hook showed ductile fracture. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumes that the event occurred due to the following occurrence mechanism. Since the user tried to withdraw the subject device before completing clipping, the clip could not be released. When the user forcibly withdrew the subject device from the patient, the hook received unspecified load. And eventually, the hook was broken off. The instruction manual of the device has already warned as follows; do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released.